Event description:
Information received indicates both foot end casters will not lock into brake. The brake will set but the casters would not engage.

Manufacturer narrative:
The technician found the hex rod was moving from side to side preventing the casters from locking. This was due to a broken screw in the hex rod. The technician replaced the hex rod and screw to repair the stretcher.